Event description:
The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to 3mm to occlude the vessel. The physician inserted the stent delivery catheter and successfully placed the stent. The physician removed the stent delivery catheter and was going to deflate the occlusion balloon. The physician inserted the hypotube into the adapter and the occlusion balloon started to inflate. The physician immediately turned the dial on the inflator to zero and pulled to handle back, but the occlusion balloon inflated larger. The physician was able to deflate the occlusion balloon. The patient is reported to be fine.